Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. As per the investigation procedure, opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange". Later, healthcare professional reported "bilateral capsular contracture baker grade iii". This report is for the right side. The device has been explanted.

Manufacturer narrative:
Healthcare professional reported capsular contracture was only on contralateral side. There is no complaint against the device. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported "exchange". Later, healthcare professional reported "capsular contracture baker grade iii" was only on contralateral side. There is no complaint against this device. This record is no longer reportable to the FDA. This report is for the right side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "exchange". Later, healthcare professional reported "bilateral capsular contracture baker grade iii". This report is for the right side. The device has been explanted.